Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -6.0/1.5/174 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a same size lens, implanted vertically due to refractive suprise and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic and haptic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).